Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d2b.

Event description:
Healthcare professional through distributor reported "ruptures". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.